Event description:
It was reported that the patient had high impedances on the right side contact 11. Circumstances that may have led/contributed to the issue were unknown. Impedances were run in pre-op and during the procedure. The neurology office observed the impedance issue and since the patient needed a battery replacement, they decided to explore the high impedance during surgery. Impedances showed there was an open/high impedances of 30k and higher on combinations of contact 11 on the right side in pre-op. When the patient was moved into the operating room the rep ran another impedance test and found the open cleared but there were still high impedances around 30k. Surgeon initially opened the battery pocket, switched the extensions in the battery, ran another impedance and the high impedances stayed with the same extension. The surgeon then opened the extension/lead connection. He disconnected the extension from the lead and connected a new extension (externally) into the lead then battery. The impedance issue cleared up. He proceeded to tunnel to place the new extension under the skin and replaced the battery with a percept pc. All impedance issues cleared up. The surgeon proceeded to close. They reported that this patient came from another state and has had impedance issues since they acquired the patient. The issue was resolved at this time.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.